Event description:
Patient had reverse total shoulder. Pt fell at home, returned to surgery (B)(6) 2016 with dislocated shoulder with broken hardware. Glenosphere patient had a right reverse shoulder due to glenosphere component having detached from reserpate component. The patient had fallen 10 days before at home and dislocated his opposite left hip, put risk, but no damage was done to his right shoulder. However, 10 days past fall, patient was performing a normal activity and felt his shoulder pop out of place. The pt went back to surgery, his component was removed and replaced with another glenosphere of same size.